Event description:
It was reported that the sponge of two (2) minicaps fell off from the cap. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual devices were not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and showed the sponge out of the cap. The reported condition was verified. The cause of the condition was due to a transport and handling issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.